Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported charging too frequently. Gradually, the charge time had increased from 15-20 minutes per week to 1-1.5 hours per week. It was noted the patient always charged on friday night and always had full coupling while recharging. The patient had not noticed the implantable neurostimulator (ins) battery depleting any further than it used to. The patient had not been reprogrammed, switched to a new group, or needed to increase the parameter. There were no previous overdischarge events. The patient charged their ins to 100% full. A fall could have been related to this issue. The patient fell about every week since prior to implant. The last fall was two weeks prior to the report. The patient had not noticed any change in therapy. There were no symptoms reported. Relevant medical history included failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the rep used an electric tester and it tested okay. The cause of the frequent charging was determined. Just that the battery was old, but it was functioning okay. The patient stated it just take longer charging. If additional information is received, a supplemental report will be submitted.